Event description:
It was reported that the patient presented with an acute myocardial infarction (ami). The procedure was to treat a 75% stenosed, mildly calcified lesion in the proximal right coronary artery (rca). The 5.0x8mm nc trek balloon dilatation catheter (bdc) was soaked and prepped prior to use without any issues noted. The nc trek bdc was successfully advanced and inflated three times to post-dilate the deployed 3.5x8mm xience xpedition. After intravascular ultrasound (ivus) was performed, the same nc trek bdc was re-advanced and inflated two times to post-dilate the deployed 3.5x8mm xience xpedition. During inflation for the sixth time, the nc trek bdc balloon ruptured at 18 atmospheres (atm) and was removed without reported issue. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. Ivus was performed and the procedure was completed. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: rinato; guide catheter: brite tip jr4st (7 frrench); stent: 3.5x8mm xience xpedition. The device was returned and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency; therefore, no corrective action is required.